Manufacturer narrative:
The subject device was not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. Omsc has submitted three mdrs for the three patients who developed acute cholecystitis. Report numbers are as follows. 8010047-2019-02202, 8010047-2019-02203, 8010047-2019-02204.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿single-operator cholangioscopy for the treatment of concomitant gallbladder stones and secondary common bile duct stones¿. The literature reported the result of the single operator cholangioscopy system (socs) procedures for 10 patients who had small-sized stones (< 1 cm) in both the gallbladder and common bile duct (cbd) from june 2016 to december 2016. In the procedures, olympus duodenovideoscope model jf-260v was used, there were no serious complications that occurred during the procedures, three patients developed acute cholecystitis and four patients underwent hyperamylasemia after the procedures reportedly. Any further detailed information have not been obtained at this time. Omsc is submitting this MDR according to the number of patients who underwent hyperamylasemia. This is 2 of 4 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility. The user facility reported that the hyperamylasemia after the procedures is a common complication of endoscopic retrograde cholangiopancreatography (ercp). In addition, the user facility also reported that the subject device didn¿t contribute to the hyperamylasemia, and the patients didn¿t require treatment to the hyperamylasemia.